Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly and that the pump was unable to be charged. Customer¿s blood glucose level was 475 mg/dl. No additional customer or event information was available.